Manufacturer narrative:
Device lot number information was requested, but not made available. Therefore, review of the manufacturing record history could not be performed. The device remains implanted. Therefore, direct product analysis was not possible.

Event description:
Presentation was received and reviewed by gore: review of experience with heparin bonded arterio-venous propaten and acuseal grafts, by ae palamara; presented at the 31st annual scientific sessions of the florida vascular society (fvs); (B)(6). This was a single-center 41-month retrospective study involving 51 gore® acuseal vascular grafts implanted in 46 patients and 40 gore® propaten® vascular grafts implanted in 36 patients. It was reported that majority of the grafts were implanted in the upper arm with outflow vessel greater than 4mm vein. On an unspecified date, a patient was implanted with gore® propaten® vascular graft. The patient experienced steal syndrome. The presentation stated a distal revascularization and interval ligation (dril) procedure was performed. Although, no specific interventions were reported, the dril procedure was likely associated with the reported steal syndrome.